Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range rv defibrillation impedance, pacing impedance, and was noted to have a sensing issue with an increased number of short v-v intervals. The right atrial (ra) lead had alerted for an out of range pacing impedance. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.